Event description:
Hamilton medical ag received the following incident description: during preop check, the o2 cell calibration failed although the o2 cell was new.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.